Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board and blower assembly need to be replaced to address the issue. In addition of the above evaluation, air foam inlet filter will be replaced due to preventive maintenance, which was not related to the malfunction/issue.